Event description:
It was reported that a patient's pacemaker exhibited premature battery depletion. Elective replacement indicator was shown after three years of implant. Explant is anticipated but not done yet. Patient was stable.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ could not be confirmed. As received, the device was at elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. The battery depletion is normal due to device programmed at high output parameters. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.additional information: h6: codes should reflect additional surgery and device analysis

Event description:
\New information received notes that the device was explanted on an unspecified date. No patient consequences were reported.